Event description:
I have developed autoimmune symptoms such as significant hair loss, multiple pulmonary nodules, skin rashes, chronic severe fatigue, joint pain, malaise, loss of work, severe dry eyes and miscarriage as a result of breast implants. No other condition has been identified to explain condition despite extensive testing with multiple specialists. Ref report: mw5152193.